Manufacturer narrative:
(B)(4). Device evaluation indicated that the device passed all tests performed. (B)(4). Device evaluation indicated that the lead was cut and the proximal tip remained in the associated ipg. The lead had been locked down on the contact number 8 instead of on the retention sleeve. There was no setscrew mark present on the sleeve indicating that the lead was not fully inserted all the way in the ipg header. Improper lead registration that was the source of reported ineffective therapy.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an scs replacement procedure was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, (B)(4). Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an scs replacement procedure was doing well postoperatively.